Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry did not move at all. The user had accessed the logs and noticed that the "gantry controller (had) failed/timeout." The user also said that the pendant indicated that it was in stand alone mode despite being connected to a powered on mobile view station (mvs). No patient was present.

Manufacturer narrative:
Brand name ; product ID: bi71000442; product type: 3028-gantry motion (o2) electrical. H3: the system was serviced in the field, and the motion interface intermittently lost can voltage and dropped off. Which caused all gantry motion to stop and lose home memory. The motion interface was replaced. Codes b01, c07, d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A150204 was coded for gantry not moving. A110201 was coded for the stand alone mode issue. A1102 was coded for the timeout message issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the detector panel, lot number: 71771146 rev. 3, was returned and analyzed. The product was installed in a test system. The system initialized; motion, generator, communication and charging readied. Both 2d and 3d images were successful. The gantry door opened and closed successfully. Docking also passed. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant meducal product: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000171, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-mar-14 e1 (rep): no new information.